Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. UDI - not yet covered by UDI implementation. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned to the manufacturing facility for evaluation. Based from the results of the investigation, the root cause of the problem could not be identified. Received same lot and retention samples were visually inspected and were confirmed free from any defects. Functional testing was conducted. Adhesive hold test was conducted every four hours to check bonding strength between needle and hub samples. Test showed passed results. Lot history files showed no nonconformity related to the complaint and other defects that can possibly result to the complaint was reported during production of this lot. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the needle broke off of the hub inside of the patient while being used. The registered nurse was giving a veteran a shot with the prevent ht syringe with safety hypodermic needles 3 cc 22g x 1. When the nurse finished with the shot and pulled the syringe away from the veteran she noticed the needle was not on the hub of the syringe. Veteran was then sent to the ER to have the needle removed. Additional information was received on 2/27/2018: patient was receiving injection on (B)(6) 2018. Patient injection was given in gluteal area, without apparent difficulty however, upon removing syringe from patient, nurse noted the needle was not there. It was reported that the nurse had disposed of the subject proximal hub where needle was stated to have "slid out". The needle did not break, but had slid out of the hub connection, and remained in the patient. The patient was sent to the ER when this occurred for removal of needle. ER did not treat patient as he had become combative. Patient has dementia. Surgical consult advised the patient is not a candidate for surgical removal of needle. Needle remains in patient and injection site appears to be healing with no apparent medical complications regarding needle still within the patient. Additional information was received on 3/2/2018: it was reported that the disconnection was from the glue joint and the hub was disposed.